Manufacturer narrative:
One open/unused list #46100-91, cath lab w/5 port "off" manifold (600 psi), 72" admin set and 4 ft transpac® IV; lot #3932045 was returned for evaluation. The reported complaint of connection does not secure is confirmed on the returned set. No visual anomalies were observed. The disconnection was able to be replicated, when the transpac was tightened with hand, the transpac was backing off. A dimensional analysis was conducted on all the female luer tapers of the returned sets. The extreme end female luers of the manifold were found to be out of tolerance. The probable cause for dimensionally failed female luers of the manifold had occurred due to a molding issue. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for evaluation, however, testing is not yet complete.

Event description:
The event involved cath lab w/5 port "off" manifold (600 psi), 72" admin set and 4 ft transpac® IV in which the customer reported, that on an unspecified date, when they connect the fluid line to pressure, the transducer pops off or drips. The connection is loose and will not tighten; the pressures are not accurate. The customer removes the transducer and replaces with a new one that has a shorter cable and they have to cut through the drape and covering with tegaderm. Then patient care resumes. There was no medication involved in this event. There was patient involvement, however, there is no adverse event reported as a consequence this event.